Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the stone removal basket did not perform well, caused increased difficulty during use, could not be bent or manipulated around stones, did not allow retrieval of adherent stones, resulted in increased trauma and bleeding for the patient, and added more time to the cases.

Event description:
It was reported by the customer that the stone removal basket did not perform well, caused increased difficulty during use, could not be bent or manipulated around stones, did not allow retrieval of adherent stones, resulted in increased trauma and bleeding for the patient, and added more time to the cases.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the stone removal basket did not perform well, caused increased difficulty during use, could not be bent or manipulated around stones, did not allow retrieval of adherent stones, resulted in increased trauma and bleeding for the patient, and added more time to the cases.as per customer follow up information received via email on 05may2026, contact reiterated that there was excessive bleeding from the basket and clarified that they needed to use laser for hemostasis to prevent further blood loss. No sample is available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.the product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review.a DHR could not be performed since no lot number was provided.no additional actions can be taken at this time.corrections: f, h.the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.